Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The hub of the device was not returned; therefore, the batch number is unavailable. There were several stent struts that were stretched and bent near the middle of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. The hypotube was separated 137.3cm proximal of the proximal balloon cone. The proximal end was not returned for analysis. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 2.25x20mm promus element¿ plus drug-eluting stent was then advanced to treat the lesion but failed to cross. The lesion was pre-dilated again with the same balloon at high pressure but still the device could not cross the lesion. The procedure was completed with another of the same device followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube broken.